Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of deep vein thrombosis. The deployed filter was placed infrarenal via the right femoral vein. The filter was deployed successfully. The patient tolerated the procedure well. On 04/06/2011 there was an attempt to retrieve the ivc filter via the right internal jugular. A venacavogram was performed revealing a slight tilt to the filter, one of the second stage portions was buried into the right renal vein. The tip of the device had been endothelialized into the walls of the vena cava. After manipulation and different techniques, the procedure was abandoned. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four months post deployment, retrieval attempt was unsuccessful. Venacavogram revealed slight tilt of the filter with the tip endothelialized into the walls of the vena cava. Therefore, based on the provided medical records, the investigation can be confirmed for retrieval difficulties and filter tilt. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2013); (08/2010). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the ivc wall. Subsequently, the filter struts have perforated into the organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the inferior vena cava wall. Subsequently, the filter struts have perforated into the organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months of post filter deployment, attempted removal of inferior vena cava filter which showed through the right internal jugular vein approach, the catheter was advanced below the filter and a venacavogram was performed. This demonstrated patency of the vena cava without any thrombus and there was some slight tilt to the filter. At this time, with the wire directed down into the contralateral left-sided iliac system, berenstein was brought to this level and removed and an amplatz wire was advanced to exchange the length through the catheter. The catheter was removed, and the sheath for the extraction system for the bard removal filter was advanced over the wire, and just above the filter. Then using the extraction system, it was just brought over the wire, and tried to engage the filter. Numerous types of maneuvers were performed including using a snare, trying to pull up on and trying to push down on the filter, trying to disengage in some fashion. There was slight tilt. One of the second stage portions was buried slightly into the right renal vein. After much manipulation and different techniques used, placing the wire on to the right side, left side, various angles of projection, contrast injections, it became quite clear that the filter was not going to be disengaged in this fashion and did not have the ability to remove it. The tip of the hook seemed to have been endothelialized into the walls of vena cava. At this time, procedure was abandoned. Wires, catheter and sheaths were removed. Pressure maintained on the right side of the neck without complication. The patient tolerated the procedure well. After seven months, the patient reportedly experienced abdominal pain. After seven years and one-month, computed tomography of abdomen without contrast was performed which showed an inferior venacava filter was noted with the apex of the filter at the level of the renal vein insertion. The legs of the filter are seen extending beyond the inferior vena cava and on the left side one leg may be embedded in the aortic wall. No focal bony abnormality was visualized. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt as the medical record states " there was some slight tilt to the filter". Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 08/2013), g3, h6 (method, conclusion). H11: b1, h1, g1, h6 (patient, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.